Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The remote service engineer (rse) spoke to the customer, and the customer reported on the phone that the problem was already solved. The cause of the reported problem is unknown. The reported problem was not confirmed. The customer resolved the issue on their own. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the alarms do not sound in a client. The philips software technical support engineer contacted the customer who stated they have already solved the problem. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.